Manufacturer narrative:
Date of event corrected it to (B)(6) 2016. If implanted, give date corrected it to (B)(6) 2016.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.(B)(4).

Event description:
In (B)(6) 2008 (exact date is unknown), the patient underwent ascending aortic replacement procedure to repair an acute thoracic aortic dissection. The aortic dissection had been monitored since the initial procedure, but the false lumen diameter became 60mm and the physician elected to perform a reintervention. On (B)(6) 2016, prior to endovascular repair of a dissecting thoracic aortic aneurysm, complete debranching procedure was performed. On (B)(6) 2016, the patient was implanted with two conformable gore&#59412;tag&#59412;thoracic endoprostheses distal to the existing surgical graft. Intra-procedure imaging revealed a proximal type I endoleak, and the procedure was concluded with a wait-and-watch approach taken to the endoleak. A follow-up computed tomography (CT) revealed the proximal type I endoleak still remaining. On (B)(6) 2016, the patient was implanted with additional conformable gore&#59412;tag&#59412;thoracic endoprostheses, extending from the celiac artery to the surgical graft in the ascending aorta, to repair the proximal type I endoleak. The endoleak was resolved and the patient tolerated the procedure. It was reported that during the initial implant procedure, the proximal endoprosthesis moved a bit distally while it was deployed. Additionally, touch-up ballooning was performed a bit gently as the physician was anxious of anastomosis rupture of the surgical graft during the ballooning.